Event description:
Received report indicating while the end-user was on a vehicle platform lift, they inadvertently drove the wheelchair to the edge of the platform where the metal safety barrier reportedly gave way allowing the wheelchair and end-user to fall approx. 3' to the ground. This event resulted in injuries requiring medical intervention to address.

Manufacturer narrative:
Report claims while the end-user was on a vehicle platform lift, they inadvertently drove the wheelchair to the edge of the platform where the metal safety barrier reportedly gave way allowing the wheelchair and end-user to fall approx. 3' to the ground. This event reportedly occurred in the hospital parking lot, and the end-user was brought in for examination where they were diagnosed as having sustained a concussion. Inspection of the device noted some physical damages to components having occurred that are being attributed to the impact during the event. No claims or allegations were made of the device having malfunctioned in any way to have contributed to this event, with the dealer and end-user laying causation of the lift outer barrier having failed to stop the device from going off the edge. The DHR was reviewed, and the device was found to have met specification prior to distribution.